Event description:
It was reported that the customer was in a coma two days he started using the pump. Customer's blood glucose level at the time 498 mg/dl. It was reported that the customer administered 10u of insulin even though 7u was recommended. Customer also administered a manual injection. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).